Manufacturer narrative:
Additional information: updated event details. FDA patient code has been updated to reflect additional information stating there was no patient present. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no patient present when this issue was identified.

Manufacturer narrative:
It is unknown at the time of filing if a patient was present when this issue was found. A medtronic representative went to the site to test the equipment. Testing revealed that the incoming mvs line fuses were open. The fuses were replaced, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. The fuses were discarded and will not be returned to manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the mobile view station (mvs) had a blown fuse. It was unknown if a patient was present when this issue was reported.